Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03182 and 03222).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirms both surgery dates and that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6), 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirms both surgery dates and that the modular head and taper insert were removed and replaced. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6), 2011 was due to pain and elevated metal ion levels. The patient's operative report noted fluid, metal staining and fibrotic tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirms both surgery dates and that the modular head and taper insert were removed and replaced. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2011 was due to pain and elevated metal ion levels. The patient's operative report noted fluid, metal staining and fibrotic tissue. Additional information received in patient medical records noted that on (B)(6) 2011 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.